Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a venter paclitaxel set leaked near the blue slide clamp. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The actual device was not received for evaluation, but a retention sample was available. The retention sample was visually inspected and functionally tested. No defects were noted and gravity testing showed normal flow of fluid. The reported problem could not be verified. The cause of the reported leak could not be determined with the available information. Should additional relevant information become available, a follow-up MDR will be submitted.